Manufacturer narrative:
The customer contacted the siemens customer care center. The quality control (qc) results were within range. The siemens regional support center (rsc) reviewed the instrument data, which indicated the sample in question and serum and urine quality controls, were all run on the same reagent flex sequence and wells. The overall precision and accuracy of the method were within specifications. Rsc concluded the data indicates that this was an isolated event caused by sample handling or sample quality (such as presence of micro-clots, debris, fibrin, etc). The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 500 instrument (serial number (B)(4)). The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea result.